Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal baclofen via an implantable pump. It was reported that nothing was wrong with the pump, patient developed a post surgical infection. No environmental/external/patient factors may have led or contributed to the issue. Pump was surgically removed and replaced due to patient having an infection. The issue resolved at the time of this report.